Event description:
After a double seal was made on the left colon arteria the tissue was cut. Bleeding occurred so the tissue was sealed again on the nerve side and was aditionally cut, but the bleeding continued. The surgeon then used a stapling device to seal and cut the tissue and the bleeding was stopped without further affects to the patient.